Event description:
It was reported that the patient experienced a fall at home post implant. The patient presented to the hospital and an interrogation was performed. Upon review, it was discovered that the right ventricular lead exhibited no capture, and no sensing r waves. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.